Event description:
Reportedly, after firing, there were incomplete donuts and the head of the anvil stuck in the intestine. The surgeon needed to open the intestine to retrieve the anvil and suture to close.